Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that data gaps appeared in the ilet user¿s records after app reinstallation, while the ilet continued dosing based on manual blood glucose entries for 72 hours due to repeated sensor failure and operation in bg-run mode associated with a dexcom g7 sensor issue and signal loss. Symptoms included no reported adverse clinical effects. Outcomes included no impact on blood glucose control requiring medical intervention and no hospitalization. Investigation included review of device engineering logs and troubleshooting with user education. Investigation of this case revealed multiple alerts indicating sensor failure and sensor signal loss consistent with cgm communication issues. It was concluded that the event was attributable to sensor failure and loss of cgm signal, with the ilet functioning as designed in bg-run mode when manual values were provided. User was advised to replace the sensor if the issue recurs and was able to resume normal use.